Event description:
A malfunction was reported on the pump with malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support, who provided information for resetting the pump, and assisted the caller with the reset. Following the reset, the malfunction did not recur, and the customer acknowledged they could continue using the pump, with advice to call back if issues reoccurred.